Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The reamer broke during surgery. The procedure was finished using other reamer.

Manufacturer narrative:
Product inquiry states the im reamer, ao fitting bixcut ø10,0x480 mm to be the subject product. The reported event that ao fitting bixcut ø10,0x480 mm was alleged of instruments - reamer - broken could be confirmed, since the product was returned for evaluation and matches with the alleged failure. Review of the manufacturing and inspection documents (DHR) revealed no discrepancies related to the alleged failure mode. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The provided im reamer from the bixcut system shows signs of extensive usage. The spiral shaft of the reamer is found to be deformed near the reamer head. The cutting edges, of the reamer head shows several minor dents and is found to be quite blunt. According to the labelling review, sufficient guidelines are provided in the instructions for use. Thus based on the investigation the root cause can most likely be attributed to a user related issue and the most probable root cause could be improper handling/storage of the instrument, insufficient inspection of the product before surgery or failure to follow the operative technique properly. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No nonconformity was identified. If any further information is provided, the investigation report will be updated.

Event description:
The reamer broke during surgery. The procedure was finished using other reamer.